Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, july 11, 2023. Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on an unknown. The hydrogel was surrounding the prostate in the same way and into the distal tributary of the right internal iliac. The hydrogel seemed to flow into the venous plexus. The computed tomography (CT) chest/abdomen/ pelvis was made a week later. The patient was planned for stereotactic body radiation treatment (sbrt) but he has cervical myelopathy two days after the spaceoar placement and before radiation. There was a dilemma and was decided to skip the surgery. The patient was reported asymptomatic. No further information has been obtained despite good faith efforts.